Manufacturer narrative:
Results: outer base tube assembly; wheels; caster horn assembly.

Event description:
It was reported by service report that the cot has broken caster horns, damaged outer base tube assembly, wheels, and associated hardware. No patient involvement or adverse consequences are reported.